Manufacturer narrative:
The customer's test strips were not available for investigation. The test strip retention material of the same lot and lot 87840600 were tested on a retention urisys 1100 analyzer with 0-native-urine and a leukocytes dilution series. All retention materials show no false negative results and fulfill requirements. No further complaints were received related to the test strip lots. A contamination inside the meter causing unexpected results cannot be excluded. An analyzer issue is unlikely since it passed calibration. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received discrepant leukocyte test strip results for one patient sample tested on a urisys 1100 system (serial number (B)(6)). The sample initially resulted in a negative leukocyte value. The sample was repeated, resulting in a value of 100 leukocytes/ul. The sample was evaluated via manual microscopy and it resulted in a leukocyte value of 500 leucocytes/ul. The microscopy value was deemed correct by the customer.

Manufacturer narrative:
The customer's test strips were requested for investigation. The investigation is ongoing.